Manufacturer narrative:
Parts were ordered by the user facility to repair and return to service.

Event description:
It was reported that the plug wires were pulled out. No adverse consequence reported.